Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated troponin (accutni) result above ami cutoff generated by unicel dxi 800 access immunoassay analyzer for one patient. The result was reported out of the laboratory. Subsequent testing produced a result within the risk stratification range. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The sample is a lithium heparin plasma aliquot drawn in a greiner tube. The sample was a clear draw and centrifuged at 3000 g for 10 minutes at 20ºc. The instrument is currently performing within the qc specifications. Service was not dispatched for this event. A definitive root cause for this event has not been determined to date.